Event description:
The customer reports that the unit is having a speaker malfunction as there is no sound. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reports that the unit is having a speaker malfunction as there is no sound. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
The alleged device was removed from service. The device was returned to the philips authorized repair facility. The repair technician evaluated the device and found that the device had no sound due to a defective speaker. The customer received a replacement device.